Event description:
A pt who had undergone total hip replacement, when recuperating from the surgery in a hill rom versacare bed that had our 3423 mizuho osi patient helper attached to the bed. Two nurses were assisting the patient to reposition himself. During the repositioning, the trapeze that the patient grasped slipped through the "s" hook opening (the "s" hook is at the junction where the chains on the trapeze that also connect to the main adjustable chain that extends down from the patient helper). The trapeze fell and hit the patient on his chest. At that time there was no visible injury to the patient. The nurse complained that she suffered an injury to her previously injured cervical spine. This incident aggravated her previous condition causing her to have cervical spinal surgery to correct the injury. The patient later contacted the hospital and filed a complaint attributing a sore trapezius muscle caused by the failure of the attached trapeze.